Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received power error detected. The customer¿s blood glucose level was 20.6 mmol/l at the time of the incident. The customer previously reported the first incident. The power error detected happened again while the customer was sleeping. Customer is not using a 620g/640g insulin pump with software version 2.6. Power error detected recurred within a week of troubleshooting previous occurrence. The customer was advised the insulin pump will need to be replaced. Recommended customer refer to back up plan per health care professionals instructions. The insulin pump will be returned for analysis.